Event description:
It was reported during the passage of the PICC catheter, when introducing the guidewire, resistance to progression in the patient's vein was observed. Upon traction of approximately 5 cm after venipuncture and during the progression of the guidewire, the distal end of the material ruptured. It was observed that the material was extremely fragile. In view of the resistance encountered during the procedure, the needle and the guidewire were removed simultaneously. After removal, the tip of the guidewire fragmented and the metal spring remained inside the vein. No significant stretching of the wire was observed before fragmentation. Patient underwent a surgical procedure on june 5th to remove a fragment of guidewire retained in the basilic vein after an attempt to insert a PICC. During the procedure, approximately 4 cm of the guidewire was found to be unraveled and adhered to the vein, making it necessary to ligature the basilic vein in order to safely remove the material. No damage, deformities, kinks or any visible changes to the needle or guidewire were identified before the procedure. After inspecting the removed material, no kinks were identified in the guidewire. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.